Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had no display and would not power on despite an illuminated blue indicator, and a replacement device was shipped with instructions for return of the original unit. Symptoms included no adverse clinical effects and no reported changes in blood glucose status. Outcomes included continued therapy using the patient¿s cgm app or receiver and notification that data would not transfer to the replacement device. Investigation included remote troubleshooting to confirm the device would not turn on and logistical actions to replace the pump and request the return of the original for evaluation. Manufacturer¿has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.